Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to replace the patient's (germany) ipg (reference MFR report: 1627487-2017-08349), intraoperative diagnostics indicated invalid impedance readings. The lead was explanted and appeared to be fractured. The lead was replaced and effective therapy was reported. Device information was requested, but was unable to be provided.